Event description:
Complainant alleged that while attempting to monitor a pt (age unknown) after an automobile accident, the device was unable to detect ECG input and displayed a "check electrodes" error message. The clinician was able to obtain another deivce to monitor the pt. The clinician indicated that there was no adverse effect to the pt as a result of the reported malfunction.